Manufacturer narrative:
Manufacturing site evaluation: samples received: 40 unopened (closed) pouches. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed, there are no units in stock. Tightness test to the samples received has been performed and all units are tight. Tested the knot pull tensile strength of the samples received and the results fulfill the OEM requirements. Sewing test on artificial skin tissue has been conducted with the samples received and fraying does not appear when pulling the thread through the tissue. Degradation test results conducted on the samples received fulfills the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. As indicated in the note/precautionary measures from the instructions for use of the product: "when working with safil® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause the material to be damaged by being crushed or kinked ". Final conclusion: complaint is not justified. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Suture used to close caesarian delivery broke in the middle two days after placement. The suture knots were in tact. Patient required additional operation to re-close surgical wound.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.